Manufacturer narrative:
Unit received with operating currents within spec. No battery out limit alarms were noted. Unit alarmed button error followed by intermittent buttons due to flattened esc and act dome switches. (Creased) unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unit received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 328 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.